Event description:
IV rn called to pt room due to leaking from tpn tubing. Found 20g .75 bard lift loc needle (huber) in pt's left arm port leaking at upper y med port/microbore tubing joint. Question glue seal leak. Port was deaccessed and reaccessed.